Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found insulation abrasion breaching the outer insulation at 4.7 cm to 5.2 cm from the connector pin, abrasion are consistent with constant friction with another device.

Event description:
This report is to advise of an event observed during analysis.